Event description:
It was reported there were multiple lines in the lower display. It was also reported the bpm (beats per minute) knob was cleaned due to it sticking and the menu key was working intermittently. The device was returned for calibration and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported there were multiple lines in the lower display. It was also reported the bpm (beats per minute) knob was cleaned due to it sticking and the menu key was working intermittently. The device was returned for calibration and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary evaluation summary (B)(4): the generator was returned and analysis confirmed the customer comment that the display was out of specification, but could not confirm the customer comment that the menu key worked intermittently. Analysis also found that the upper and lower cases were broken and contaminated, that the battery release was contaminated, both bails and bail covers, the ring and the ring cover and one case screw were missing, the lead flex cover was contaminated, the battery contacts were compressed, the battery drawer was contaminated, the keyboard was scratched, the battery flex was corroded and the serial number label was damaged. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.